Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. It is possible that interaction with the scope or any other surface during the procedure inside of the esophagus anatomy could create friction on the balloon, causing the issue found of balloon pinhole during the procedure and per this reason the balloon was leaking. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was observed that water was leaking from the balloon. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.